Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 80% to 5% when connected to a power source. The pump then began charging up from 5%. On (B)(6) 2016 the pump battery was noted to drop from 65% to 5% in one day. It was indicated that the customer would continue to use the pump until the replacement pump was received. There was no impact to the customer's blood glucose level.